Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
Evidence of fire on the architect i2000sr analyzer was observed. Sparks and smoke was observed coming from the external waste pump. No injuries occurred.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the arc x waste pmp I (part 08c94-19). The part is certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke was limited to the arc x waste pmp I, the damage did not spread to other parts of the instrument. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.